Event description:
It was reported that the patient's implantable neurostimulator (ins) had telemetry issues. The cause of the telemetry problem was suspected to be an overdischarged battery. The patient reported having trouble charging the ins because it was on her back under the shoulder blade. She stated that she usually got 4-6 bars during recharging and recharges once a week. The patient has not felt any stimulation for the past 2-3 weeks. Antenna locator and a short physician mode recharge were both used, but did not resolve the problem. Follow up information reported that the patient's ins would have to be replaced. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3777-45, lot #: v179542031, implanted: (B)(6) 2009, explanted: na; lead model: 3777-45, lot #: v179542031, implanted: (B)(6) 2009, explanted: na; right side system: ins model: 37712, serial #: (B)(4), implanted: (B)(6) 2009, explanted: na; lead model: 3777-45, lot #: v179542031, implanted: (B)(6) 2009, explanted: na; extension model: 3708140, serial #: (B)(4), implanted: (B)(6) 2009, explanted: na.